Event description:
Oil leaking out of the saw attachment. No surgical delay. Case type / application: tka.

Manufacturer narrative:
Reported event: an event regarding foreign matter involving a mako saw attachment was reported. The event was confirmed during inspection. Method & results: product evaluation and results: visual inspection confirmed the event. The saw attachment is leaking oil. Product history review: review of the device history records indicate 50 devices, including serial number 3502908, were manufactured and accepted into final stock on 25-jan-2018 with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the alleged failure mode was confirmed during inspection. No additional investigation or specific actions are required

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Oil leaking out of the saw attachment. No surgical delay. Case type / application: tka.